Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon I investigation of the actual device used in this incident, it was determined that the user was unable to pull medication due to the drawer being misaligned. The technical support specialist stated that there was no response from the customer, so the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer not opening. The customer reported that unable to pull medications after scanning to the patient. There were no adverse events or injuries reported based on this event.